Event description:
It was reported that the user experienced alarm fatigue on the ilet and elected to shut the system down until they obtained more continuous glucose monitor (cgm), then later requested assistance to reconnect and encountered an alert to connect a cgm or switch therapy. Support guided pairing of a dexcom g7 via the app and advised that connection could take up to 30 minutes. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new sensor in a timely manner, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.